Manufacturer narrative:
(B)(4). Event evaluation: a review of complaint history, device history record, documentation, drawings, instructions for use (IFU), manufacturing instructions, quality control and a visual examination was conducted during the investigation. The visual examination of the returned, used device found no evidence to suggest this device was not manufactured in accordance to the current specification. A review of device history record shows no nonconformances which could lead to the failure mode. Review of complaint history found no other complaints of any nature associated with this provided lot. It is unknown what force was applied during the procedure to cause the tether to break. The complaint is considered confirmed based on patient/event information and visual inspection. The instructions for use cautions: ¿do not force components during removal or replacement. Carefully remove the components if any resistance is encountered.¿ the root cause of the complaint is unknown. We will continue to monitor for similar complaints.

Event description:
During a ureteroscopy with stent placement procedure on a patient of unknown age and gender, the physician was placing the stent by fluoroscopy, over a sensor wire. While the physician was cutting the tether for removal, it stretched and broke. The physician went back in with a cystoscope and flexible graspers to retrieve the tether. The renal stent remained in place. No harm to the patient and no additional procedures or intervention was required due to this occurrence.

Manufacturer narrative:
(B)(4). The event is currently under investigation.

Event description:
During a ureteroscopy with stent placement procedure on a patient of unknown age and gender, the physician was placing the stent over a sensor wire. This was placed by fluoroscopy. While the physician was cutting the tether for removal, it stretched and broke. The physician went back in with a cystoscope and flexible graspers to get the tether. The renal stent remained in place. No harm to the patient and no additional procedures or intervention was required due to this occurrence.